Event description:
It was reported that during an unk procedure, the ligaclips scissored on application, unable to use. Unk how case was completed. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.